Event description:
Customer reported being hospitzlied due to high blood glucose levels. Customer reported having high blood glucose levels all week, as well as feeling nauseous. Also, customer had not changed the infusion set in five days. Troubleshooting was performed and pump passed the prime test but did not have the tubing clamp for the high pressure test. Customer was to have the nurse clamp the tubing and call back to run the test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.